Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) screen flickered upon powering on. Additionally, one of the spare batteries failed to charge and remained stuck with the first charging light flashing for two hours. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, b5, h2, h11, h3, e1 (event site name and address - full address and name provided in initial MDR). (Type of investigation, investigation findings, component codes, investigation conclusions). Full name of initial rep: (B)(6). It was discovered that the machine's backup battery could not be charged. When turned on, the device sometimes displayed a distorted screen, making it unusable. The fse replaced the battery pack li-ion (d146-00-0097) on november 10th and replaced the cbl assy, upper dsp mon to lcd (d012-00-1558) on november 29th. The equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has battery will not charge and display failure issue. There was no patient involvement and no patient harm reported. The event occurred during routine maintenance.